Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a temperature (temp - moisture ingress w/ dmg) issue. It was reported that the pump and battery became hot after the pump was exposed to water while swimming. It was alleged that there was water inside the battery compartment. An attempt was made to dry the inside but when the battery was re-inserted, the pump kept powering on and off while beeping and the pump became hot. The battery was reportedly hot when removed from the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05-aug-2019 with the following findings: during investigation, the pump was found to have np power; no further testing for a temperature issue was able to be performed. Unrelated to the original complaint, the battery compartment was found to be cracked. There was moisture damage observed in the battery compartment. A leak test revealed a battery compartment leak. The pump was opened and moisture damage was found on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.